Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the ...

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. Manifested by cloudy effluent. The breach in aseptic technique was not further described. The patient was hospitalized on the same day as onset and was treated with vancomycin injection (1 gram, intraperitoneal and every 5 days) and meropenem injection (1 gram, intraperitoneal and twice daily ). At the time of this report, hospitalization was ongoing and the patient was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available